Event description:
It was reported that the vns patient passed away. The cause of death was not known by the neurologist. The date of death was obtained from an online obituary. The relationship of the death to vns is unknown. No additional relevant information has been received to date.

Event description:
The funeral home indicated that the patient was cremated and the device was explanted and discarded; therefore, no product analysis can be performed. The funeral home would not provide the cause of death. The last known treating physician indicated that they had no information regarding the patient's death and that the patient was last seen in (B)(6) 2013.